Manufacturer narrative:
The sample was serum. Qc prior to the event showed imprecision. The customer recalibrated which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low sodium (na) result of 134mmol/l generated by the synchron lxi 725 clinical system. The result was reported outside of the laboratory. When the sample was rerun due to a low anion gap, the na result was 138mmol/l and the report was amended. There was no affect to patient with regard to this event.